Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites drainage catheter placement procedure by using navarre drainage catheter. It was reported that prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, one electronic photo was provided for review. The photo shows a partial view of the three-drainage catheter in which three trocar needle was protruded from three catheter. Lot and product information were match verified with tw. However, it is not sufficient to determine if the product meets the specification. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for all the three devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided ascites drainage catheter placement procedure by using navarre drainage catheter. It was reported that prior to the procedure, the length of trocar needle was allegedly longer than catheter. The procedure was completed using another device. There was no patient contact.